Event description:
It reported that a sheath separation occurred. An opticross 35 imaging catheter was selected for the procedure. The ivus console displayed a 'motor drive overload please connect new catheter' error message. The sheath separated from the telescope and the broken sheath was removed from the patient. There were no patient complications reported.